Event description:
Adverse event: restenosis requiring surgical intervention. Onset of adverse event: approximately five months after the procedure. Device issue: none. It was reported via trail that on (B)(6) 2009, the patient underwent stenting in the predilated distal right coronary artery (rca) with one xience v stent, in the predilated mid rca with two xience v stents, and in the proximal rca with one xience v stent via direct stenting. On (B)(6) 2010, the patient experienced angina and on (B)(6) 2010, underwent a diagnostic coronary angiogram. On an unknown date after the angiogram, the patient underwent a subsequent target lesion revascularization via coronary artery bypass graft surgery. The patient's condition is continuing. The patient was discharged the following day on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). The xience v 2.75 x 28 m (part#1009540-28/lot#9073141), xience v 3.0 x 28 mm (part#1009541-28/lot#8063061), xience v 2.5 x 28 mm (part#1009539-28/lot#9073041) mentioned are being filed under separate manufacturer numbers. Evaluation summary: there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the 3.0 x 23 mm xience v stent was implanted via direct stenting. It should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.